Event description:
During the one month post implant follow up of the device involved in this report, a message was displayed about the device operating in standby mode.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Method: since the device remains implanted, the programmer files were reviewed. (B)(4).